Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 1:20pm. The patient stated that she obtained a result of "15.9 mmol/l" using the subject meter compared to a result of "6.3 mmol/l" obtained using another device, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with fixed dose insulin. The patient stated that she took 7 units of insulin on (B)(6) 2015 at 1:25pm in response to the alleged product issue. The patient denied that she developed symptoms or that she received medical treatment. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the patient did not have control solution available to perform a walk-through test, the patient was using the correct testing technique, the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms or receive medical treatment. The alleged product issue was not resolved with troubleshooting.